Event description:
It was reported that the customer had a reservoir that leaked past the second o-ring. The customer stated that she had woken up with a high blood glucose reading and noticed that there was insulin on her insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.